Manufacturer narrative:
The device was returned for analysis. Examination of the stent revealed stent damage. Stent struts in the distal region were lifted from the crimped stent position and pulled distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10mar2021. It was reported that crossing difficulties occurred. The 90% in-stent restenosed target lesion was located in a moderately tortuous and moderately calcified vessel. Following pre dilatation with a semi compliant balloon, a 2.50x20mm synergy drug eluting stent (des) was advanced, but failed to cross the lesion. The device was removed and a 2.50x12mm synergy des was advanced but also failed to cross the lesion. The procedure completed with plain old balloon angioplasty. There were no patient complications. However, device analysis revealed stent damage.